Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in the patient's left eye. The lens was explanted due to excessive vaulting associated with elevated iop. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available.

Manufacturer narrative:
(B) (4). Secondary surgery. Excessive. (B) (4).